Event description:
It was reported that the physician feels that the increase in seizures may be related to the patient's sleep apnea (MFR. Report # 1644487-2013-02459). It was reported that the patient refused the sleep study so they were never able to confirm if it was. It was reported that the physician does not feel that the seizures were caused or related to vns therapy, but the exact cause was unknown. The patient's carbatrol was increased, which helped the frequency and intensity of the seizures. It was reported that the patient admitted that he was not taking the carbatrol as he should and it was "spotty at time". Clinic notes dated (B)(6) 2012 notes that the magnet output current was increased and that the patient's medication dosage was increased.

Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
Clinic notes dated (B)(6) 2012 noted that the patient has experienced a series of generalized tonic-clonic seizures on (B)(6) 2012. The patient's wife reported that the seizures occurred about once an hour over a five-hour period. It is unknown if the seizures are an increase above the patient's pre-vns baseline and whether or not the physician believes that the increase is related to vns therapy. Attempts to obtain additional information have been unsuccessful to date.